Event description:
Information was received indicating that during bench testing of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. It was also reported that air bubbles were present in line on cassette. No patient consequences were reported. No adverse effects were reported.